Event description:
It was reported that during a total hip procedure, the tip of the device broke off at the distal end, but did not fall into the surgical site. A back-up device was retrieved and the procedure was completed successfully. There were no adverse consequences reported and no medical intervention required.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.